Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The product analysis indicated that upon visual examination, it was noted that the lead body was twisted, some setscrew marks were noted on the terminal pin, a tissue was noted in the retracted helix and a dried blood/body fluid was noted in the helix housing. The lead passed electrical testing. In conclusion, the lead was clinically out of specifications due to clogging that was induced in the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Upon device check, the physician noted that the slack of this rv lead was pulled back and there was increase in threshold and decrease in r waves. A revision procedure was performed. The physician attempted to reposition the rv lead but there was difficulty retracting the helix and was unsuccessful because of placement difficulty due to patient anatomy. Additionally, a tissue was noted in the retracted helix. The rv lead was explanted, replaced with a new lead. No additional adverse patient effects were reported.